Manufacturer narrative:
The reported complaint of the autopulse platform (serial #( B)(4)) displayed user advisory "(ua)20" (position out of range) error message was confirmed during initial functional testing and archive data review. The root cause of ua20 error message was due to the encoder drive shaft was not at the "home" position, likely attributed to user error. User advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. The driveshaft was rotated to "home" position to clear ua20 error. Upon visual inspection, a cracked front enclosure was observed, unrelated to the reported complaint. This physical damage is likely attributed to user mishandling such as a drop. The front enclosure was replaced to remedy the damaged issue. The archive data review shows multiple occurrence of ua20 error messages on the reported customer reported date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, multiple ua45 (drive shaft not at home position) and ua12 (lifeband not detected) error messages occurred on (B)(6) 2021. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag: advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The platform failed the initial functional testing by displaying a user advisory "(ua)20" the reported complaint of the autopulse platform displayed a user advisory - "(ua)20" (position out of range) error message, thus confirming the reported complaint. The root cause of ua20 error message was due to the encoder drive shaft was not at the "home" position, likely attributed to user error. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platfrom (serial # (B)(4)) displayed user advisory "(ua)20" (position out of range) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.